Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry. Through follow-up with the health-care provider, we were able to receive a copy of the operative report. Through the operative report, it was learned that the device was explanted due to a "paravalvular leak that was too significant to ignore and would not stop with protomine." No further information regarding the device availability was received. The device history record (DHR) review has been started.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and there was no nonconformance found related to this event.